Manufacturer narrative:
This report is submitted on november 4, 2022.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2022. There are no plans to re-implant the patient with a new cochlear device as of the date of this report.

Manufacturer narrative:
Device analysis report (dar) attached. This report is submitted on january 17, 2023.